Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 18-feb-2021, UDI#: (B)(4). Product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 12-mar-2021, UDI#: (B)(4). Product ID: etlw1613c93ee, serial/lot #: (B)(4), ubd: 21-oct-2020, UDI#: (B)(4). Product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 29-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 80mm common iliac aneurysm. It was reported that two days later a type iiib endoleak was suspected at the flow divider of the bifurcation stent graft and another type iiib endoleak was noted in the left iliac limb. Intervention was performed with the implantation of an aui and limb. As per the physician, the cause of the type iiib endoleak in the left iliac limb was due to calcium in the anatomy. No additional clinical sequelae were reported and the patient is fine.